Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide with a 6fr sheath after a coronary interventional procedure. Reportedly, the knot of the proglide device would not advance completely for closure. A second proglide device was used; however, a suture break occurred. A third proglide device was used with an unspecified device failure. The sheath was changed to a 7fr sheath and a starclose se was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide and starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture detachment could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are being filed under separate medwatch MFR numbers.